Event description:
It was reported that the intensive care unit (ICU) registered nurse (rn) was performing an 8-hour treatment run on the console and the console continues to alert/alarm for low/high venous/arterial pressure despite multiple cartridges changes. ICU nurse reported that they had difficulties aspirating the patient's catheter initially at the start of the treatment run and there was a total of 600 ml blood loss in-between all the cartridge changes. Additionally, nurse states that they had some self-test failures on the console when they attempted to set up again, but were able to resolve those issues by cleaning the sensors on the console and ran treatment without further issue. One unit of blood given to supplement for the blood loss; however, there were no patient adverse events noted as a result of this event.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset technical support engineer (tse) reviewed site system log with a procedure date of (B)(6) 2024 with the customer site nurse and verified that console is operating as intended. There was no issue found on internal or external parts of tablo. To resolve this situation, the tse advised the nurse that the issues they are experiencing can be attributed to the poor functionality of the patient's central venous catheter (cvc). Nephrologist will check on the patient's catheter and its functionality. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.